Event description:
The customer was hospitalized with high bgs. It was reported that the customer had nausea and was vomiting. It was mentioned that the cause of hospitalization was atria fibrillation. Troubleshooting was performed. The programing and histories were accurate. Suggested customer to take manual injection as per md protocol. The customer called back and stated that they could see wetness on a tissue under connection port. Advised customer to change the infusion set and treat bgs again manually if still high. Instructed customer to call help line when family member is home to help run the test on pump as they can't see well. The customer stated that they has been high for one week and is working with doctor as they is sick also.